Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a patient. The initial result was released out of the lab. It was noted that the patient was sent to cardiac care unit for further testing and then referred the cardiac op for follow-up. The customer confirmed there was no impact to the patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s reference range: <16 ng/l sid (B)(6): (B)(6) 2025 initial result (B)(6) = 73.3 ng/l (lot 71569ud00). (B)(6) 2025 repeat result (B)(6) = 7.0 ng/l (lot 71569ud00). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a patient. The initial result was released out of the lab. It was noted that the patient was sent to cardiac care unit for further testing and then referred the cardiac op for follow-up. The customer confirmed there was no impact to the patient. The sample was repeated, and a normal result was obtained. The following data was provided: customer¿s reference range: <16 ng/l. Sid (B)(6): (B)(6) 2025 initial result (B)(6) = 73.3 ng/l (lot 71569ud00). (B)(6) 2025 repeat result (B)(6) = 7.0 ng/l (lot 71569ud00). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71569ud00. A review of the device history record did not identify any non-conformances or deviations with lot 71569ud00, and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 71569ud00 is within established limits and comparable to the historical reagent lot performance. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number 71569ud00.